Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 449.627, lot: l975159, manufacturing site: mezzovico, release to warehouse date: august 13, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: on (B)(6) 2019, the plate reference 449.627 was used in the male patient (B)(6) which was reported on (B)(6) 2019 as broken. This plate was fixed with one reference screw 497.691, one reference screw 497.692, one reference screw 401.560 and one reference screw 401.562. As of (B)(6) 2019 this broken plate has not been removed. Patient outcome unknown. Concomitant devices reported: unilock-scr ø3 self-tap l10 ti turquoise (part # 497.691, lot# unknown, quantity# 1), unilock-scr ø3 self-tap l12 ti turquoise (part # 497.692, lot# unknown, quantity# 1), emergscr ø2.7 l10 ti blue (part # 401.560, lot # unknown, quantity# 1), emergscr ø2.7 l12 ti blue (part # 401.562, lot # unknown, quantity# 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).